Manufacturer narrative:
The hole was seemingly caused by handling of the customer during opening. The hole/visible crack is located in the middle in folds/kinks of the opened foil. The implant itself shows no defects /no initial disintegration.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Prior to use on the patient, when the package was opened and outside of its storage-box, a hole was discovered in the inner package. It was also reported that the hole could be produced during handling, but info is inconclusive. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Date sent to FDA: 05/18/2016. Additional information: model and lot#, device manufacture date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.